Event description:
Equipment failure, repeated. Type equipment CPAP/bipap devices. Manufacturer, respironics. Device models, m series CPAP, m series bipap, remstar CPAP. To date no known patient harm.